Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: wu y, feng e, zhang y, lin f, lin l, li z, xiao l. Porous-coated metaphyseal sleeves and mbt implant for severe bone loss in revision total knee arthroplasty: a mean 2.4-year follow-up. Arthroplasty. 2020 apr 20;2(1):12. Doi: 10.1186/s42836-020-00031-x. Pmid: 35236430; pmcid: pmc8796563. Objective and methods: authors retrospectively analyzed 36 patients who received revision total knee arthroplasties. All patients received depuy sigma tc3 and mbt implants-- 19 were used on the tibial side; 8 sleeves on the femoral side; 9 sleeves on both sides with additional inclusion of femoral and tibial stems. There was no information indicating whether each patient¿s native patella had been resurfaced or not. In follow-up period, 1 patient was lost to follow-up, 2 patients died, and 2 patients refused to participate. Results: 36 patients had complete clinical & radiographic data, showing significant improvements in range of motion & survey scoring. Short-term retrospective study showed that porous-coated metaphyseal sleeves had few complications, excellent osseointegration and stable fixation. Complications identified: 2 patients: prosthetic joint infections, treated with surgical I&d and insert exchange. 5 patients: continuous wound drainage, treated with surgical evacuation of hematoma. 8 patients: complaint of patellar crepitus (no specifics provided), but elected no further intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.